Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out due to normal eri, the atrial set screw was stripped and the atrial lead was unable to be removed. A drill was used to remove the lead. There were no adverse consequences to the patient. Patient¿s condition was stable post-procedure.

Manufacturer narrative:
The reported field event of set screw anomaly could not be confirmed. No analysis could be performed due to the extent of the damage to the header of the received device. The cause remains undetermined.